Event description:
The customer reported that the central station did not alarm during a v-tach event.

Manufacturer narrative:
The customer reported that while a nurse and the pt's family were in the pt's room, the monitor did not audibly alarm at the bedside or the central station during a v-tach episode. Per the customer, the wave review showed the alarm and a strip printed at the central station for the v-tach. The philips field service engineer (fse) went to customer site and verified that the monitor was alarming for simulated testing. Additionally, the customer's biomed tested the monitor and alarms were generated with pt simulator. All alarms generated produced audible and visual alarming. Central station data logs were collected and analyzed showing two red alarm sounds for vent fib/tach at 14:21:49 and 14:21:50 which were silenced at the central station at 14:22:19. Based on the available info, no device malfunction occurred. No further investigation or action is warranted. (B)(4)